Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, post-op, "after some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries."

Event description:
It was reported that the patient underwent surgery to treat l5-s1 discogenic back pain and radiculopathy. Procedure was minimally invasive right l5-s1 tlif with interbody device, rhbmp-2/acs, and allograft, and right l5-s1 pedicle screw fixation. At 23 days post-op, the patient presented for CT scan with back pain radiating to the right lower extremity. The CT scan was interpreted to indicate that 'the pedicle screws appear to be well within the pedicles. No subluxations are identified.' At 98 days post-op, the patient reported 'complaints of increased pain on bottom of feet bilaterally.' At 167 days post-op, the patient presented for an office visit. Per the physician's notes, 'he has continued to have significant low back and leg pain.' At 205 days post-op, an MRI of the lumbar spine was interpreted to indicate 'a large amount of scar tissue at the right l5-s1 laminectomy site with involvement of the right lateral recess and likely encasement of the exiting right l5 nerve root' and 'sagittal imaging also demonstrates a low signal object within the sacral canal on the right.' At 209 days post-op, the patient presented for follow up. The MRI was reviewed, and the physician noted, 'the adjacent segment still has some mild degenerative change in it but nothing significant. He does not have any significant disc herniations. There is one area of hypodensity right behind s1, however there are no axial images through this. This would not explain his current symptoms and we do not feel this is a complication.' At 377 days post-op, a CT scan was interpreted to show 'no significant change from the (B)(6) study.' At 927 days post-op, the patient presented for followup. Per the physician's notes, 'the onset of low back pain has been gradual and has been occurring in a persistent pattern for years.' At 1121 days post-op, the patient presented for followup. Per the physician's notes, 'had a bad 8 days increased back and hip pain. Now calmed down some now.' At 1560 days post-op, the patient presented for followup. Per the physician's notes, the 'patient returns today for follow-up, and says that he has had two episodes of severe sacral pain.' At 1633 days post-op, a CT of lumbar spine was interpreted to indicate that 'vertebral alignment is maintained. Mild degenerative change including disk space narrowing at l2-3 and t12-l1 is noted. Bridging anterior osteophytes are noted at the lower thoracic spine.' At 1794 days post-op, a physician's office email states that the patient called and left a message that 'it is urgent.' His symptoms are: severe pain in lower back, can hardly walk, when turns head makes pain worse, weakness in both lower extremities, 'feels like before surgery.'

Manufacturer narrative:
Review of radiographic images found as follows: on (B)(6) 2007 ap and lateral lumbar films show tlif at l5/s1 with unilateral right sided sextant screws and rod. Capstone in place. Lateral view is "underpenetrated" and uninterpretable. On (B)(6) 2007 CT lumbar shows right sided pedicle screws in l5 and s1 with likely posterolateral grafting as well. Capstone is in place with good bridging across l5 disc. No evidence of osteolysis, heterotopic bone growth or fluid collections. No stenosis. L5 screw is very close to medial pedicle penetration, but appears to lay against the medial pedicle wall without definitive penetration. Sagittal CT reconstruction shows bridging bone through spacer and posterior to it, with some bulging into the canal but without stenosis. Coronal view also verifies solid fusion.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006, patient underwent transforaminal lumbar interbody fusion from vertebrae l5 to s1. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly, patient's post-operative period was marked by a period of improvement, followed by progressively worsening lower back pain, with radiating pain, numbness and tingling in his legs, and burning pain in his feet. Radiographic imaging demonstrates bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. The patient also underwent revision surgery due to severe pain and symptoms. The patient continues to experience chronic lower back pain and spasms, radiating leg pain, and numbness and tingling in his feet. He experiences difficulty sleeping, sitting, standing and walking, and requires occasional use of a cane to assist in ambulation. The patient also suffers from bladder and sexual issues, and depression and anxiety.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was preoperatively diagnosed with l5-s1 discogenic back pain and radiculopathy and underwent the following procedures: right l5-s1 transforaminal interbody fusion with rhbmp-2 and corticocancellous allograft and interbody cage placed through a minimally invasive approach; right ls-s1 percutaneous pedicle screw fixation; intraoperative fluoroscopy for placement of interbody cage and pedicle screw fixation. Prior to surgery, patient underwent an MRI of the lumbar spine which showed a severe l5-s1 degenerative disc with disc bulging. A provocative discogram confirmed the l5-s1 discogenic pain. No intra-operative complications were reported as a result of the event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.